Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine replacement procedure of the pulse generator, the atrial lead exhibited insulation damage. The physician repaired the lead and tested it and it was -stable-.